Event description:
It was reported to medtronic neurosurgery that a pt with an arachnoid cyst had a strata valve implanted for treatment, however, the pt was allegedly experiencing headaches after the surgery. According to the report, the physician changed the pressure-level of the shunt four times. The report stated that the physician then used an intracranial pressure sensor and noticed that when the pt stood up, her icp levels decreased rapidly. Allegedly, the pt has been suffering overdrainage symptoms. According to the report, the physician is planning on replacing the shunt.

Manufacturer narrative:
The product has not been returned to the manufacturer as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.